Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's screen was peeling off and they could not read the display. The insulin pump also had low battery life, had a hard time with the battery cap getting fitted properly onto the battery compartment and the customer could see the light behind what was peeling off. The customer stated that they were in the hospital due to mental issues and anxiety and also experienced high blood glucose levels and low blood glucose levels. The customer was taken through the troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.